Manufacturer narrative:
This device is not distributed in the USA, therefore the PMA/510(k) number is not applicable. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Two of-b206 pistons have permanent suction via the balloon channel causing a hickey on the mucosa in particular with the eg36-j10ur reported by the doctor several months ago. A test with a new piston corrected the problem. Of-b206 delivered with eg38-j10ut a120592 on (B)(6) 2021 and with eg36-j10ur a120194 on (B)(6) 2021. The pistons do not follow the endoscope and can be interchanged. Note that the customer does not use a balloon. Nobody hurt. We are waiting for pictures and detailed defect descriptions. There was no report of patient harm. The time of event is during use.

Manufacturer narrative:
Evaluation summary: no visible defect at the valves detected. The valves have been replaced and work without any problem. Correction information: g6: follow up #1. H6: coding changed based on the investigation result.